Event description:
It was reported that the downstream occlusion (dso) seal was peeling off. Reporter is requesting replacement instead of repair. Per reporter, this event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: unknown device return date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual test was performed, which found a delaminated downstream occlusion (dso) seal. The customer's problem was replicated. The cause was that not enough glue was used when applying the dso seal. The dso seal will need to be replaced to fix the issue. The device will be submitted to research and development for additional testing.